Event description:
It was reported that during a gastric bypass procedure, there was an incomplete staple line. The device was reloaded to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.